Event description:
It is reported that the haptic detached and the incision was enlarged to remove lens from the eye. No patient injury was reported.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was received for return and showed the optic was cut in half with one detached haptic. There was also evidence of viscoelastic, ovd, (ophthalmic viscosurgical device) on the lens that is consistent with a lens that was handled and prepared for use. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.